Event description:
It was reported that the user experienced low blood glucose after taking an evening walk, did not make a meal announcement due to minimal carbohydrate intake, and awoke with hypoglycemia; the user stated they typically remain consistent with meal announcements and had performed a factory reset of the system. Symptoms included low glucose requiring treatment. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and user education. Investigation of this case revealed no confirmed device malfunction and no device component failure was identified, with the event consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.